Event description:
Information received indicates the patient was on post operative ECMO support for four days when air bubbles were observed on the device membrane in 2005. And the hcp alleges air was also seen entering the patient. The oxygenator was replaced and subsequently the patient expired the following day. An exact cause of death has not been reported to medtronic.